Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2009-00045 for a description of the other event. It was reported to boston scientific corporation on (B)(6), 2008 that an rx needle knife was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) on (B)(6), 2008 (patient age, gender and weight are unknown). According to the complainant, the tip of the rx needle knife broke off in the patient. Reportedly, the tip "disintegrated." The procedure was completed with another device (manufacturer unknown.)